Event description:
It was reported that a flogard infusion did not function. The process step in which this malfunction was identified is unknown. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The flogard infusion pump was evaluated on-site. During visual inspection and an alarm log review, it was determined that alarm 94 was the more specific problem. The cause of the malfunction was a low main battery. The main battery was replaced to fix the reported malfunction. The pump passed all tests and was returned to the customer in good working order. Should additional relevant information become available, a follow-up report will be submitted.